Event description:
This was a cardiac lead management case conducted in the or to remove three leads that were between 108 and 144 months old. This was a very complicated extraction. An arterial line was placed and fluoroscopy was utilized throughout the case. Tee, surgical backup, and a thoracotomy tray were available. All three leads were prepped with lld products. Using a 14f sls ii, the physician began to extract the two ICD leads (both mdt 6943) in the rv that were attached to each other at several locations. It was identified that the third lead (ra bsx 4244) was also bound to the first two leads. After switching between all three leads, the ra lead (bsx 4244) was extracted. After multiple tries, the physician succeeded in passing the bindings in the svc. At the atrium, it was noted that the two ICD leads were again attached to each other. The sls did not pass, but the outer sheath did pass. After this passage, more binding was encountered. The physician found that the outer sheath advanced easily after the lesion, but the distal part of the lead that went into the ventricle did not move. During manipulation of the lld throughout the procedure, the patient's hypotension compensated spontaneously, but this time, when the surgeon pulled back the outer sheath, the pressure dropped and did not recover. The surgeon performed a sternotomy. A perforation of the ivc was identified and repaired. Patient was stabilized. It was reported on (B)(6) 2012 that following the removal of ra lead (bsx 4244) and the repair of the perforation of the ivc, the decision was made leave the remaining two rv leads (both mdt 6943), in the patient, so the lld-ez's were cut and capped inside the leads. They remain in the patient, with no plans to remove at this time. No device was returned for engineering inspection. No lot number was provided for the lld-ez, so no qa review could be conducted.